Event description:
The customer received a questionable free thyroxine (ft4) and thyrotropin (tsh) result on their e-module. All testing was performed on pour off tubes and the repeat testing was performed on the same analyzer. The patient's initial ft4 result was 0.023 ng/dl accompanied by a data flag. This result was reported outside the laboratory as <0.03 ng/dl. The patient's initial tsh result was 0.035 uiu/ml. The physician questioned the patient's initial ft4 result and requested a re-test. The patient's repeat ft4 result was 1.79 ng/ml. The patient's repeat tsh result was 0.006 uiu/ml accompanied by a data flag. The customer deemed the ft4 result of 1.79 ng/ml and the tsh result of 0.006 uiu/ml to be correct and they were issued as a corrected report. The patient was not adversely affected by this event. The ft4 reagent lot number was 16228503 and the expiration date was 03/31/2012. The tsh reagent lot number was 16197202 and the expiration date was 11/30/2011. The field service representative could not determine the cause of the event. He ran performance testing to determine the accuracy of the measuring cell, fluidics, and sample precision. He observed the measuring cell, fluidics, and sampling system performing correctly and per manufacturer's specifications. All system checks were successful. He checked and cleaned the ews syringe and tubing.

Manufacturer narrative:
A specific root cause could not be identified. The provided calibration and quality control data were on the correct level; therefore a reagent related issue can most likely be excluded. Based upon the information provided, a possible root cause is pipetting of an insufficient sample volume. If insufficient sample volume of a sample with extremely low tsh concentration is pipetted, this can lead to an increased signal due to matrix efrect. The tsh value of 0.006 iu/ml, which seems to be the correct value, supports this as a potential cause. No adverse event was reported.

Manufacturer narrative:
.